Event description:
It was reported that the linear cutter was used twice, both times the staple lines did not fully form. The surgeon used sutures to close the area where staples were malformed. There was no consequence to the patient.